Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 5 . Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occured in the united states. It was reported that the patient faced five infusion sets fell off during use event on (B)(6) 2025. The infusion set was in use for less than one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.